Event description:
Hospira visiv bags leaking. Multiple lots/solutions. Solutions not administered to pts. Our hosp has identified multiple occurrences of leaking IV solution bags when opening cases of visiv solutions from hospira. The following lots are identified as having at least one leaking bag. Hospira has been notified, defective product returned to hospira for analysis of problem.